Event description:
The distributor reported that images on the exam room live monitor were flickering. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Initial reporter last name was not provided. Device manufacture date is not available. This malfunction wa determined to be reportable as this same malfunction has previously contributed to a serious injury within the last three years. Reference MDR 9611343-2011-00001.